Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this event. Problem: this x-ray system displayed camera errors. This resulted in the system not emitting x-rays. The system needed to be rebooted to become operational again. The examination was then able to be completed on the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.